Event description:
Baxter (B)(4) received a report of an intermate that contained air bubbles in the delivery tubing during patient therapy. The device was filled with 630mg of tobramycin in 63ml of saline. The condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 60 ml of solution in the reservoir. The reported condition of air bubbles in the delivery tube was not confirmed. Visual inspection of the sample showed no evidence of air bubbles inside the tubing. When the tubing was unclamped and the luer cap removed, fluid was immediately observed coming out of the distal luer. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.